Event description:
Related MFR#: 2916596-2022-14695

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a driveline disconnect event; however, a specific cause for the driveline disconnect could not be conclusively determined through this investigation. The submitted controller event log file captured a transient pump stop on 06sep2022 due to the driveline being disconnected. This event was associated with driveline disconnect, lvad off, and low flow alarms. The driveline was reconnected approximately 2 seconds later, and the pump ramped back up to the set speed without issue. The system appeared to operate as intended at the set speed before and after the driveline disconnect event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted one the manufacturer's investigation is completed.

Event description:
It was reported that there was a driveline disconnect on (B)(6) 2022 and the pump was off for 4 seconds. This was confirmed through log file review.